Event description:
Device malfunction: none. Symptoms/ae: stroke, hypotension, myocardial infarction. Time of symptoms/ae: during and post-procedure. It was reported that the patient was admitted in 2009 for cardiac catheterization. A coronary bypass was planned post carotid stenting; however, during the right internal carotid artery (ica) stenting procedure two days later, the patient became unresponsive, then emerged with right hemiparesis and prominent aphasia. Alteplase and heparin was administered. Aphasia improved to dysarthria. Head CT revealed an acute left middle cerebral artery posterior branch occlusion. Cerebral angiogram demonstrated a t-shaped filling defect at the left ica terminus suspicious for an intraluminal thrombus or clot. Cranial nerve exam suggested a dense right homonomous hemianopia. An intra arterial thrombolysis was performed. Additionally, during the procedure, the patient became hypotensive. Medication was administered and hypotension resolved within 48 hours. The evening post-procedure, the patient experienced a myocardial infarction and lovenox and plavix were administered. The patient was discharged to a rehabilitation hospital the following month, with the condition continuing; however, improved. Though requested, no additional information has been provided.

Manufacturer narrative:
Study event. The acculink stent remains in the patient. Stroke, hypotension, and myocardial infarction may occur during this type of procedure and are listed in the instructions for use as known potential adverse effects associated with the use of the device. Additionally, there was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint.